Manufacturer narrative:
Result: unable to identify serial number. Batch record review: co is unable to complete evaluation of the MDR incident described in the initial report; the product was not returned for evaluation. An attempt to review the batch record for the serial number provided was unsuccessful; we were unable to locate records based upon the serial number. Although co cannot evaluate the meter allegedly involved in the incident. Co concludes that the pt's alleged inaccurate results may have been due to use of off-brand test strips. At this point, co considers evaluation of this incident closed.

Event description:
The pt has been ill with flu-like symptoms and vomiting on 12/26. Her blood glucose results throughout the day on her one touch ii meter (using quick check one test strips lot #1k515a, exp. 5/1997) were between 165 and 172 mg/dl. At 1/a on 12/27, her blood glucose result was 174 mg/dl and her insulin was witheld. Her spouse, a rn, obtained a venous samples at the same time and tested the sample at the hosp lab with a result of >700 mg/dl. The pt was transported to the hosp via abmulance, admitted for diabetic ketoacidosis and released on 12/29. The meter is not cleaned or maintained according to manufacturer's recommendations. The optics windww is not cleaned, nor are quality control tests designed to detect potentially inaccurate results performed. In addition, the test strips in use at the time of the event had been expired for 7 months.